Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted as a correction to alter the initial reporter information. On the initial submission, section e was inadvertently populated with the incorrect facility information. That information as now been remedied. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus evis exera duodenovideoscope loaner device, it was discovered that the unit had been insufficiently reprocessed as foreign material was found in the air/water cylinder. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had been insufficiently reprocessed as foreign material was discovered in the air/water cylinder. Additionally, the switch box was discolored. The grip, connecting tube, and universal cord were all scratched. The distal end adhesive was also crack, and the object lens adhesive was discolored. If additional information becomes available following the device evaluation, a supplemental report will be filed.